Event description:
It was reported that right ventricular (rv) lead exhibited a gradual increase of shock lead impedance out of range, high capture thresholds were noted. Tech services recommended lead replacement. The device displayed an fc1005 code related to an open circuit. It was discovered that gradual shock lead impedance out of range and high thresholds were present, however, these issues were associated directly to the right ventricular (rv) lead, which was capped and replaced. No adverse patient effects were reported.